Event description:
The robotic forcep device refused to open. The failure occurred after the last use of the device and no other device was needed for this case. The forcep was replaced. There was no patient harm.